Manufacturer narrative:
The device¿s pushwire was returned for analysis without the stent portion of the device, as it remains within the patient. The micro catheter was not returned for analysis. The marker coil of the pushwire was found bent on the distal segment and proximal to the proximal marker band. The device appears to have broken at the proximal end of the non-working length struts (teardrop struts). The broken surface was then sent to scanning electron microscopy (sem)for further analysis. No other anomalies were observed. A supplemental report will be submitted when scanning electron microscopy (sem) provides their findings. Per the devices instructions for use (IFU) warning: if excessive resistance is encountered during the delivery of the solitaire¿ fr revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ fr revascularization device against resistance may result in device damage and/or patient injury. Contradictions: use of the solitaire¿ fr revascularization device is contraindicated for patients with stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire¿ fr revascularization device. Off label use: the patient anatomy was reported to have been severely tortuous, narrowed and calcified. Per solitaire fr IFU: contraindication: patients with stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire¿ fr revascularization device.

Manufacturer narrative:
The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. The device was not returned for analysis as the stent was reported to have remained within the patient. The device¿s pushwire was reported to have been discarded at the site. Therefore, the complaint could not be confirmed. The reported resistance and patient anatomy possibly may have contributed to the reported experience. Attempts have been made to obtain specific details; however, these attempts have been unsuccessful. Per the solitaire fr IFU: warning: if excessive resistance is encountered during the delivery of the solitaire¿ fr revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ fr revascularization device against resistance may result in device damage and/or patient injury. Contraindication: use of the solitaire¿ fr revascularization device is contraindicated for patients with stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire¿ fr revascularization device. Off label use: the patient anatomy was reported to have been severely tortuous, narrowed and calcified.

Event description:
Medtronic received report that during a mechanical thrombectomy (mt) procedure, the mt device separated within the patient. The device was used to treat an acute ischemic stroked due to an occlusion of the m1 segment of the middle cerebral artery (mca). It was reported that the physician encountered severe resistance upon delivering the mt device through microcatheter until the mt device reached the catheter's distal marker. The physician repeatedly pushed and pulled the catheter around the solitaire's proximal marker for stent positioning. This is when the physician suspected the device separation occurred. The stent was reported to have separated within the m1 through internal carotid. The patient anatomy was reported to have been severely tortuous, narrowed and calcified.

Manufacturer narrative:
The device¿s pushwire was returned for analysis. The marker coil was found to be bent at the distal end and proximal to the proximal marker band. The device appears to have separated at proximal marker band of the pushwire. A stent fragment was observed within the distal end of the proximal marker band. The device appears to have broken at the keyway finger. The proximal marker band was then soaked in alcohol in order to dissolve the remaining glue to remove the stent fragment. The proximal marker was dissected and a stent fragment of the keyway finger was confirmed to be within the proximal marker band. The fragment section was sent out to scanning electron microscopy (sem), but the lab was unable to determine the possible failure mode at the specified area. The sample was returned to the manufactured. Upon further analysis, the fragment was lost and no additional findings or sem could be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.